Manufacturer narrative:
H3 other text : device not returned to the manufacturer.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information from the patient alleging a cough. There is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The dreamstation auto device was returned to a third-party service center for further evaluation. During evaluation, sound abatement foam degradation was not observed. There was no evidence of foam degradation or particles in the assembly. A secondary finding of dust/dirt contamination was observed. The service center also retrieved and reviewed the device's error logs. There was one non-actionable error found. The third-party service center could not confirm the customer's allegation and there was no visible foam degradation. The unit was scrapped after device evaluation was completed. Sections d4, g1, h2, h3, and h6 have been updated in this report.